Event description:
It was reported that during a superficial femoral artery (sfa) cryoplasty procedure, vessel dissection occurred. The 80% stenosed lesion was located in the non calcified and non tortuous superficial femoral artery (sfa). Upon attempting to treat the lesion with the polarcath, a vessel wall dissection occurred, on the 2nd inflation. The physician inflated the polarcath a 3rd time and maintained the inflation for up to a minute longer which treated the dissection. The procedure was successfully completed with this device. No further patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
Product was not returned; therefore, product analysis could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.